Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has suffered pain, suffering, disability and impairment. Product was used for therapeutic treatment. Complications post implant: following device implant, patient has experienced frequent urination, frequent infections, pain in left side, shooting vaginal pain, pain during intercourse, blood in urine, bladder, ulcers, and urinary leakage" and had the following surgeries: additional implant (gynecare prolift <(>&<)> gynecare tvt) surgery: (B)(6) 2010: underwent placement of gynecare prolift +m <(>&<)> gynecare tvt for pelvic organ prolapse, stress urinary incontinence, cystocele and rectocele. Mesh revision surgery: underwent revision of sling. Following mesh revision surgery, developed urinary issues. Additional mesh revision surgery: (B)(6) 2010: underwent revision of sling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.